Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. Batch # ni. There was no sample received for analysis. Only pictures of the sample were received for analysis. Upon visual inspection of the picture, a foreign matter was noted to be inside of the sterile package. However, no conclusion could be reached as to the origin of the foreign matter as the device was not returned for analysis.

Event description:
It was reported that before an unknown procedure, a small black piece was found inside the sealed package. The package was not opened. Another device was used to complete the case. There were no adverse consequences to the patient. One device will be returning.

Manufacturer narrative:
(B)(4). Upon review of the information provided, it was concluded that this event does not meet the FDA defined criteria for a reportable event, and is being considered not reportable.